Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and blank display. The customer stated that he was going high, and the insulin in the reservoir stopped moving. The customer stated that the pump alarmed battery out limit and unexpected restart. The insulin pump will be returned for analysis.